Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the images were either black or too light, and they couldn't see anything. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associate with this event.